Manufacturer narrative:
The field service representative (fsr) inspected the analyzer and performed several troubleshooting procedures including replacement and calibration of the sample probe, replacement of the wash zone (wz) probe #2, replacement of the wash zone manifold with valves, and replacement of the sample probe wash cup solenoid valves. The part replacements resolved the issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for i1sr03710. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not reveal any trends for the architect i1000sr instrument or the replaced parts assy, manifold wz fep tips, with valves (rohs), solenoid, manifold mount, tested, with keys (rohs), arc probe, wash zn or the arc probe. The calculated erratic rates for the architect i1000sr and i2000sr systems were all below the upper control limit. Additionally, labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect i1000sr instrument serial number(B)(6) was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false elevated architect stat troponin-I result generated on the architect i1000sr instrument for one patient. (B)(6) generated an initial result of 0.186 pg/ml, routine redraw was 0.000 pg/ml; the original sample was repeated, and the result was 0.000 pg/ml (the customer reference range is 0 to 0.03 pg/ml). No impact to patient management was reported. There was no additional patient information provided.